Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
An (B)(6) y/o male underwent aaa repair with a customer fenestrated graft and two zsle devices on (B)(6) 2012. Reintervention was on (B)(6) 2012. The pt had an infrarenal type 1 endoleak from a proximal edge of scallop of the custom graft. The main body extension was successfully deployed within the existing graft, however, on withdrawal of the grey positioner through the main body extension valve, the valve leaked profusely and blood was gushing out through the valve; meaning that the pt lost significant blood; the physician used the dilator and then the coda 2 balloon to stop/minimize the blood loss. No add'l procedures were required due to this occurrence. No adverse effects to the pt were required due to this occurrence.